Event description:
Defibrillator pad placed on the right upper chest sparked and caught patient's chest hair on fire during a defibrillation event. Patient had been shocked with the same pads at least one time without issues. As the second shock was delivered, one of the staff in the room noted that the upper edge of the pad had started to come loose.